Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was not charging while being plugged into a power source for over 1 hour. During troubleshooting with tandem technical support, the pump was plugged into another wall outlet and the pump began charging. In addition, it was reported that the wake button has stopped functioning. During troubleshooting, it was confirmed that the pump still turns on when plugged into a power source. Customer had elevated blood glucose levels (311-317 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels. Reportedly, the customer will continued to use the pump for insulin therapy.